Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 405mg/dl. The customer was treated for the highs at the hospital. Troubleshoot was conducted. The customer had to discontinue troubleshoot due to blood glucose levels going high again. The customer was having difficult time contacting their doctor. The customer states they were treated with pump. The customer would be calling back at a later time.